Manufacturer narrative:
E1 - initial reporter city: (B)(6) reported here as city name exceeded character limit for designated field. E1 - initial reporter phone: (B)(6) reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the catheter was entrapped on the guidewire. A 2.4 mm jetstream atherectomy catheter was selected for use to ablate a short, chronic total occlusion in the moderately calcified superficial femoral artery (sfa). The jetstream atherectomy catheter made three successful passes through the lesion. Upon attempting to remove the catheter, it became entrapped on a non-boston scientific filter wire. The catheter and filter wire were successfully removed together. The procedure was completed by re-wiring the vessel and the use of drug-coated balloons. There were no patient complications as a result of the event.

Manufacturer narrative:
E1 - initial reporter city: (B)(6) reported here as city name exceeded character limit for designated field. E1 - initial reporter phone: (B)(6) reported here as phone number exceeded character limit for designated field. Device eval by MFR: the device was received, and analysis was completed. The returned device is a jetstream atherectomy catheter with a .014 filter guidewire stuck inside. The device was visually and microscopically examined for any damage. Visual examination and microscopic examination revealed no damages. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that the catheter was entrapped on the guidewire. A 2.4 mm jetstream atherectomy catheter was selected for use to ablate a short, chronic total occlusion in the moderately calcified superficial femoral artery (sfa). The jetstream atherectomy catheter made three successful passes through the lesion. Upon attempting to remove the catheter, it became entrapped on a non-boston scientific filter wire. The catheter and filter wire were successfully removed together. The procedure was completed by re-wiring the vessel and the use of drug-coated balloons. There were no patient complications as a result of the event.